Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: h3:analysis of the 37761 recharger (rtm) (serial number (B)(6)) revealed damaged pins inside the connector. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the patient was "acting a little odd" after their doctor added a different medication. The caller was not sure if this was due to the medication or potentially the ins battery level being too low. The caller checked the ins status with the recharger and noticed that the recharger battery level (recharger) was not incrementing even though the dtc is connected to the recharger "all the time." The caller stated that the recharger battery level seemed to be stuck between 25-50%. The caller mentioned that they plugged the desktop charger (dtc) into different outlets, but the issue persisted. The caller confirmed the power indicator on the ac power supply was green. It was unknown if the patient was able to charge their ins while the dtc was connected to the recharger, but because they hadn't tried that yet. The consumer started an ins charging session and they confirmed the ins was charging, but they weren't able to get any coupling bars to fill in. After repositioning the antenna, the caller stated that they were able to get 6 coupling bars to fill in. The caller noted that the ins was turned on and the ins battery level was at 75%. No damage was reported. The issue was not resolved. The caller was also advised to follow up with the patient's hcp regarding the patient "acting a little odd."